Event description:
The customer reported to customer service that her freestyle breast pump was cycling irregularly which was causing her pain. In follow up with the customer by a medela clinician, she stated that she and her baby were treated for thrush.

Manufacturer narrative:
A replacement breast pump was sent to the customer. The customer reported that she and her baby were treated for thrush. A medela clinician spoke with the customer on (B)(6) 2014. The customer who acknowledges receiving replacement freestyle resolve her issue with her original pump which periodically had power surges. She finds the replacement is effective and comfortable. She experienced no infection; however, she and her baby have been treated for thrush from an unk source. Mother and baby are currently well. There is no evidence of adverse effect or need for further clinical follow-up. Upon receipt and qe evaluation of the product, the unit was tested and performed to specifications. This issue is currently being investigated under (B)(4).